Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d1, d2, d3, d4, d6b, g4, h4, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Photo analysis: visual analysis of the photographs identified: lymphadenopathy: unable to observe since it is not related to the device. Cyst(s): unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Physician reported lymphadenopathy and small cysts diagnosed. This relates to the left side. Device has been explanted.

Event description:
Physician reported lymphadenopathy and small cysts diagnosed. This relates to the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ lymphadenopathy: unable to observe. ¿ cyst: unable to observe. As per the investigation procedure, deformation and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Continued e1 phone number: (B)(4). The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Physician reported lymphadenopathy and small cysts diagnosed. The device remains implanted. This relates to the left side.